Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when replacing the catheter with a new one, while inserting the catheter into the vein, the check valve in the pull apart sheath was leaking. Considerable outflow, large flooding of the treatment area occurred. Servietting and blocking the outflow with gauze was required. Fluidotherapy with crystalloid solutions was performed. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. Blood transfusion was not required.

Event description:
According to the reporter, when replacing first dialysis/old catheter (competitor¿s brand) that the patient had for some long time because of the patient problem (clothing, bed insertion, moving), during the removal of the inner dilator and during the procedure im plementation/insertion of the new catheter into the vein, the check valve in the pull apart sheath was leaking. Considerable outflow, large flooding of the treatment area occurred. Servietting and blocking the outflow with gauze was required. There was unspecified amount of blood loss and blood transfusion was not required. No defects/damages noted from where the blood leakage observed, there was no attempt to split the sheath prior to the leak and there was no resistance when inserting or withdrawing the pull apart sheath. Fluidotherapy with crystalloid solutions was performed. The pull apart sheath was used successfully and the insertion procedure was finished/completed by using the pull apart sheath. The dilator and pull apart sheath used were the ones included in the kit. No new sheath/other device utilized to complete the procedure, the catheter kit was not replaced and no additional intervention due to the event. Prior to use, nothing unusual observed, flushing was done and everything was okay. There was no defect noted on the catheter itself and the catheter was not repaired. Tego was not utilized, there was no luer adapter issue, the insertion site treated with right site prior to product placement and no cleaning agent used on the device. The patient was okay.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when replacing the catheter with a new one, while inserting the catheter into the vein, the check valve in the pull apart sheath was leaking. Considerable outflow and large flooding of the treatment area occurred. Servietting and blocking the outflow with gauze was required. Fluidotherapy with crystalloid solutions was performed. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. There was unspecified amount of blood loss and blood transfusion was not required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when replacing the catheter with a new one, while inserting the catheter into the vein, the check valve in the pull apart sheath was leaking. Considerable outflow, large flooding of the treatment area occurred. Servietting and blocking the outflow with gauze was required. Fluidotherapy with crystalloid solutions was performed. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue.